Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the bile duct, performed on (B)(6) 2019. According to the complainant, during the procedure, the physician introduced an advanix biliary stent 10f(3,3mm)x 7cm, when the stent was positioned correctly and the physician started to release the stent. They removed the guidewire and unblocked the naviflex system, when they retracted the pull wire, the guide catheter was broken into two pieces and the broken piece was stuck in the stent. The broken piece of the guide catheter was retrieved with a snare and the stent was removed unintentionally. Another advanix biliary stent was opened and successfully completed the procedure. There was no serious injury, nor were there any adverse patient effects reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported to be stable.